Event description:
During the initial procedure on (B)(6) 2011 an atricure maze linear cryosurgical disposable probe was used. After the physician finished with the probe the device was placed on the patients lower leg on the inner aspect. Approximately 15 minutes later the scrub nurse noticed that the connection on the line was frosting. The leg was inspected with no visual signs of injury. The procedure finished without further incident. It was confirmed 5 days later that there was no patient injury.

Manufacturer narrative:
(B)(4)